Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/13/2015 with the following findings: during testing, the pump was powered on and the display screen appeared dim with discolored text. Unrelated to the complaint, evidence of moisture ingress was found inside the battery compartment and on the battery cap. A leak test was performed and passed. The pump case was removed, and no further evidence of moisture ingress was found. . This report replaces report # 2531779-2015-39083. The report is not being considered a late submission as this report was originally submitted on (B)(6) 2015 and is being resubmitted per request from FDA on (B)(6)2015. The initial allegation of a display issue was included on the previous report. Product analysis information has since been received and was included on this resubmission. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.